Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned but was not analyzed as it met expected longevity. However, we did receive performance data collected from the device and have analyzed the data. The daily battery voltage trend data shows minimum batter=2.93 to 2.62 volts minimum between (B)(4) 2012 and (B)(4) 2013 is just before device alert for recommended replacement time (rrt)<(><<)>= 2.62 volts. There was one power on reset (por) for write to locked ram on 16-aug-2006. There was one patient alert for the por on 16-aug-2006. Concomitant medical products: product ID 6949, implantable tachy lead. (B)(6) 2006. (B)(4). -

Event description:
It was reported that the device was returned to the manufacturer after being explanted due to normal battery depletion and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.